Event description:
Product was provided for investigation an external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Functional tests were performed and passed. It was noted the screen did not scroll when menu is longer than display. The receiver log was downloaded and reviewed finding no error related to the complaint. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a display issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.